Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that patient lost stimulation approximately on (B)(6) 2019 as the patient failed to charge their device, leading to ipg being inoperable. To address the issue patient underwent surgical intervention where the ipg was replaced and effective therapy was restored post operatively.